Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2019-04553. It was reported that the patient underwent surgical intervention to replace a lead due to lead migration. Therapy was restored post-operatively. It is unknown which lead was replaced, therefore both are being reported.